Manufacturer narrative:
(B)(4). Radiograph was received and confirmed the screw had backed out. The implants were not returned as they were discarded by the hospital. No information has been received regarding patient's activity level, or compliance with post-surgical instructions. No further investigation can be completed at this time. Root cause has not been determined, no conclusions can be drawn.

Event description:
Initial surgery to implant an anterior lumbar plate occurred on (B)(6) 2015 at l5-s1. During a routine three months post operative follow up visit, it was determined that the screw had backed out. Revision surgery took place on (B)(6) 2015. The patient was asymptomatic at the time of revision.